Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer in evaluating the au480 chemistry analyzer. Cts recommended customer replace buffer syringe as it was last replaced in (B)(6) 2023. It was confirmed that the customer replaced the buffer syringe to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ion selective electrolyte (ise), including, sodium, potassium and chloride, patient results on their au480 clinical chemistry analyzer. The samples were repeated with results considered normal. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.